Manufacturer narrative:
UDI not required. Legal manufacturer: hcs (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had an error that results system required restart. There was no report of patient involvement.